Event description:
The customer reported that following a diagnostic/radiology procedure on april 16, 1999, a size 1 vaso seal collagen plug was deployed in the pt. The pt returned to the emergency room on april 17, 1999 complaing of pain, swelling, and blood oozing at the puncture site. The pt had a hematoma 5-6 cm in size. An ultrasound was performed which confirmed a pseudoaneurysm. A femostop was applied. The pt was taken to surgery on april 18, 1999 and the hematoma was evacuated and the pseudoaneurysm was repaired. One unit of platelets was given to the pt. The pt was discharged on april 19, 1999 and no further complications were reported.